Event description:
It was reported that the system 9600+ intermittently would reinitialize without command to do so. The initialization process would have to complete before use could continue creating a delay. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was determined that the 5 vdc power supply was not at nominal potential and was replaced. It was also determined that the system interconnect cable needed to be replaced. The system was tested and found to be working as intended and placed back into service.